Manufacturer narrative:
Product complaint # (B)(4) investigation summary I would like to do a complaint for these to hardinge retractors which are broken and the hospital says they haven't been used that much. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the hardinge horizontal retractor had the jaw l.h cracked from the hinge likely leading the jaw to fell apart of the main body. A manufacturing record evaluation was performed for the finished device [963216000 / 00pn39843], and no non-conformances or manufacturing irregularities were identified during manufacturing. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as applying too much force during retraction. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hardinge horizontal retractor would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [963216000 / 00pn39843], and no non-conformances or manufacturing irregularities were identified during manufacturing. H11 additional narrative: added: d9, h4, h6 (health effect - impact code)

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was not returned to medtech orthopaedics, however photos were provided for review photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that the hardinge retractors are broken and the hospital says they haven¿t been used that much.